Event description:
The reporter stated that as the doctor was putting the screw into the bone, the distal threads broke off the screw. The screw fragments were removed from the bone and another screw was placed. Integra has written to the reporter to request more information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.